Event description:
Caller reported an alarm due to an occlusion event which had occurred earlier in the day before contacting technical support. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin usage. Technical support determined no additional assistance was necessary and closed the case.